Event description:
It was reported that egms revealed noise on the ventricular lead, resulting in inappropriate therapy when the patient lifted his left arm.

Event description:
Low sensing thresholds, high impedance measurements.

Manufacturer narrative:
Analysis found that the outer insulation of the is-1 lead was abraded open from 6.4 cm to 6.8 cm from the connector pin, exposing the proximal coil. The abrasion was caused by friction with the ICD can. This could cause the low sensing observed in the field. The hv lead impedance measurements were normal.

Manufacturer narrative:
No medwatch form was received.